Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a sore implantable cardioverter defibrillator (ICD) pocket. The incision line appeared to be open at the lateral edge. During the ICD explant procedure the surgeon stated there appeared to be pus in the pocket. The leads were capped and left in place and are reusable. Cultures were taken antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.